Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital because he became unresponsive. The customer's blood glucose was 25 mg/dl. The customer's current blood glucose is 230 mg/dl. The customer believes the insulin pump had malfunctioned. The customer's low blood glucose started (B)(6) 2017 at 2:00am. The customer was already in the hospital when the low blood glucose occured. The customer was experiencing seizures. Troubleshooting was performed and the insulin pump was determined to be working as designed. Nothing is returning. No further info was provided.